Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6, h10. A getinge service representative reported that the repairs have been completed. The reported issue was unable to be replicated although running test was performed for several days. There were no anomalies or malfunctions found with the power supply unit and boards. Since this shutdown issue was suspected to be caused by the solenoid driver board, the solenoid driver board was replaced as a precautionary measure. After replacement of the board, running test was performed again and the function of this iabp unit was confirmed to be functioned normally. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) shutdown unexpectedly. The iabp unit was restarted and noted to be working normally; however, the iabp unit was swapped out with another iabp unit to continue therapy without issue. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. It was noted that during testing performed by the customer's biomed, the iabp unit was working normally on both the batteries and ac power. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was unable to duplicate the customer's reported issue. As a precautionary measure, the fse plans to replace the solenoid driver board and the on/off switch cable. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) shutdown unexpectedly. The iabp unit was restarted and noted to be working normally; however, the iabp unit was swapped out with another iabp unit to continue therapy without issue. There was no harm or injury to the patient and no adverse event was reported.